Manufacturer narrative:
Follow-up # 1 ¿ (05/07/2014). The patient¿s meter and test strips have been returned on 4/17/2014 and 4/28/2014, respectively, and evaluated by lifescan product analysis on 4/29/2014 and 4/24/2014, respectively, with the following findings:the meter passed all testing with no faults found. The reported issue could not be reproduced. The test strips were also tested and the primary complaint was not confirmed. If lifescan obtains additional information regarding this complaint, a follow up report will be submitted. At this time, lifescan considers this matter closed.

Event description:
On (B)(6) 2014, the lay user/ patient contacted lifescan (lfs) alleging the onetouch verio iq meter was reading inaccurately high compared to her feelings or normal results. The complaint was classified based on the customer care advocate (cca) documentation as well as during a follow up call with the patient on (B)(6) 2014. The patient reported on (B)(6) 2014 at 12pm, she obtained a reading of ¿168mg/dl¿ on the subject meter. The patient reported, she had 24 units of novarapid insulin as usual immediately after testing. The patient reported taking a nap and 2 hours later she woke up shaking and sweating. The patient reported her daughter checked her blood glucose and obtained a reading of ¿67mg/dl¿ the patient reported she had orange juice and candy on (B)(6) 2014 at 2pm. The patient reported 30 minutes later she felt better. The patient reported at 3pm she obtained a reading of ¿132mg/dl¿ and at 5pm a reading of ¿143mg/dl.¿ during the time of troubleshooting, the patient confirmed the meter was in the correct unit of measurement. Replacement products were sent to the patient. This complaint is being reported because the patient claims due to the alleged issue, she took her insulin as usual and developed symptoms suggestive of hypoglycemia and required treatment to prevent additional injury.